Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had not used the device in quite a while because it ¿never really worked¿. The patient stated she had already gone back and forth for everything to try and get the implantable neurostimulator (ins) to work. The patient stated she saw the healthcare professional (hcp) and was told the device was dead. The patient stated they noticed it hurt near the ins and patient could feel where ¿things are and bumps¿. The patient stated she thought it was a sciatica and when she walked, it hurt where stimulation was. The patient stated she had been seeing a chiropractor before she did any kind of surgery to resolve the back problems to see if it helped. The patient stated she had 5-6 treatments so far and the patient had not seen any improvements, so they were checking about the ins see if the ins was the issue. The patient stated she had back problems and cartilage had deteriorated so now the patient had bone on bone. The patient went for x-rays for her back problem and the at the last x-ray the patient was diagnosed with spinal sinosis. The patient stated she noticed it hurting by the ins maybe a year ago. The patient noted the ins had dead maybe a year and a half ago. The patient noted they had back problems all their life. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.